Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call the insulin pump had cosmetic damage. The customer¿s blood glucose level was 182mg/dl at the time of incident. The insulin pump is being replaced and is expected to return for analysis.